Event description:
It was reported that during right transverse sinus stenting procedure, the guidewire (subject device) was broken at the right carotid. The broken portion was successfully removed from the patient's anatomy and the procedure was completed with a new device without clinical consequences to the patient. Per physician¿s opinion, the subject guidewire had difficulty rotating using the torque device and it was not torqueing properly as the subject guidewire may have buckled in the catheter.

Event description:
It was reported that during right transverse sinus stenting procedure, the guidewire (subject device) was broken at the right carotid. The broken portion was successfully removed from the patient's anatomy and the procedure was completed with a new device without clinical consequences to the patient. Per physician¿s opinion, the subject guidewire had difficulty rotating using the torque device and it was not torqueing properly as the subject guidewire may have buckled in the catheter.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, an attempt had been made to shape the guidewire tip, the guidewire was returned broken in 2 segments (9.5cm distal segment and 190.9cm proximal segment), the guidewire was noted to be kinked/bent at 68.5cm from the proximal end, the guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling to 0.5cm from the proximal end, in the proximal segment 190.9cm, the core wire was noted to be exposed, in the distal segment 9.5cm there no core wire exposed, the core wire distal end was observed through the distal tip dome, and the hydrophilic coating was hydrated and there were no anomalies noted. A functional test could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that no anomalies were noted to the device after removal from the packaging or prior to preparation, the device was prepared as per the dfu, continuous flush was maintained throughout the procedure, the issue occurred in the right carotid before deploying the non-stryker stent, the anatomy was not tortuous, and the guidewire tip was shaped 45 degrees. The subject guidewire was returned broken in 2 segments (9.5cm distal segment and 190.9cm proximal segment). During analysis, the guidewire was noted to be kinked/bent at 68.5cm from the proximal end and the ptfe coating was noted to be peeling up to 0.5cm from the proximal end. A functional inspection could not be performed as the device was damaged. Based on analysis, it is possible that the guidewire may have encountered some tension or torsion forces during use that caused the device to kink along its length and fracture at its distal tip. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire broken/fractured during use', the as reported 'guidewire torque problem' and the as analyzed 'guidewire kinked/bent' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as analyzed 'guidewire ptfe coating peeling' since this issue is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.